Event description:
Device #1 of 2: reference MFR. Report: 1627487-2015-26295. The patient is implanted with a scs system which includes two extensions with the same lot number. It was reported, the patient is experiencing autoreducing on some of her programs. Lead diagnostics revealed multiple high impedances. Reprogramming did not resolve the issue. X-rays were taken and showed a disconnect at the lead-extension site. Follow up information identified the patient underwent surgical intervention on (B)(6) 2015 where the lead was reconnected to the extensions which resolved the issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.